Event description:
It was reported that the patient presented for an implant procedure. During the procedure while mapping with the atrial leadless pacemaker, the patient's heart failure symptoms worsened and were accompanied by atrial fibrillation. As a result, the physician retrieved the atrial aveir system and abandoned its implant. Post-procedure, the patient was given medication to treat its atrial fibrillation. The patient condition was stable.